Event description:
The customer called terumo bct customer support to report that during a second continuous mononuclear cell collection (cmnc) procedure on a pediatric patient with neuroblastoma there was air detected in the inlet line of the disposable set. The customer decided to attached a dual cap on the needless injection cap of the inlet line before the procedure started because the previous set there were air bubbles seen coming from this area. Once this was attached it appears the air bubbles are at the inlet manifold. The air circulated all the way to the return side and went past the return line air detector (rlad) into the blood warmer turning towards the patient. The physician decided to end the procedure and indicated that the air did not go to the patient. The collection set is not available for return because it was discarded by the customer. The patient is in stable condition.

Manufacturer narrative:
Investigation: the first event mentioned in b.5 was reported on MDR# 1722028-2023-00227. The set was discarded but the customer submitted one photograph in lieu of the disposable set to aid investigation. The image shows a section of the optia inlet coil with a dual cap attached, and confirms the presence of air bubbles in the inlet line. Review of the run data file (rdf) and associated aim images do not show a clear root cause for the reported air in the inlet and return lines. General recommendations were shared with the customer to prevent cavitation (de-gassing) inside the tubing set. There was no report of air in the return line upstream of the lure connection pairing the return line and blood warmer tubing. On a systems level no issue with this optia was identified. All safety systems remained in place and the appropriate alarms were raised. The device was found to be operating as expected. A disposable complaint history search was performed for this lot and found one report for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
The customer called terumo bct customer support to report that during a second continuous mononuclear cell collection (cmnc) procedure on a pediatric patient with neuroblastoma there was air detected in the inlet line of the disposable set. The customer decided to attached a dual cap on the needless injection cap of the inlet line before the procedure started because the previous set there were air bubbles seen coming from this area. Once this was attached it appears the air bubbles are at the inlet manifold. The air circulated all the way to the return side and went past the return line air detector (rlad) into the blood warmer turning towards the patient. The physician decided to end the procedure and indicated that the air did not go to the patient. The collection set is not available for return because it was discarded by the customer. The patient is in stable condition.

Manufacturer narrative:
Investigation: the first event mentioned in b.5 was reported on MDR# 1722028-2023-00227. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
Investigation: the first event mentioned in b.5 was reported on MDR# 1722028-2023-00227. The set was discarded but the customer submitted one photograph in lieu of the disposable set to aid investigation. The image shows a section of the optia inlet coil with a dual cap attached, and confirms the presence of air bubbles in the inlet line. Review of the run data file (rdf) and associated aim images do not show a clear root cause for the reported air in the inlet and return lines. General recommendations were shared with the customer to prevent cavitation (de-gassing) inside the tubing set. There was no report of air in the return line upstream of the lure connection pairing the return line and blood warmer tubing. On a systems level no issue with this optia was identified. All safety systems remained in place and the appropriate alarms were raised. The device was found to be operating as expected. A disposable complaint history search was performed for this lot and found one report for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause could not be determined. Air in the blood warmer line that may arise if the luer connection between the return and blood warmer line is too tight that a small crack may appear, or the blood warmer may be placed too high up from the patient access point that air can develop in the line as a result. Another possible root cause for air bubbles in the blood warmer tubing was due to outgassing of cold replacement fluids. During exchange procedures on spectra optia, the replacement fluids may be cold. If they are not allowed to warm to room temperature, and if the return blood is warmed, air bubbles may form. The reason for this "outgassing" is that gasses are more soluble in liquids at low temperatures than at higher temperatures. If at a low storage temperature air is available to dissolve in a fluid and approaches its equilibrium solubility at that temperature, when the fluid is warmed the air will come out of solution, because its solubility is exceeded at the higher temperature. It is typically described as chains of very small bubbles or foam, which tend to rise toward the top of the tubing. The small bubbles may coalesce to form larger bubbles.

Event description:
The customer called terumo bct customer support to report that during a second continuous mononuclear cell collection (cmnc) procedure on a pediatric patient with neuroblastoma there was air detected in the inlet line of the disposable set. The customer decided to attached a dual cap on the needless injection cap of the inlet line before the procedure started because the previous set there were air bubbles seen coming from this area. Once this was attached it appears the air bubbles are at the inlet manifold. The air circulated all the way to the return side and went past the return line air detector (rlad) into the blood warmer turning towards the patient. The physician decided to end the procedure and indicated that the air did not go to the patient. The collection set is not available for return because it was discarded by the customer. The patient is in stable condition.